Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.

Event description:
It was reported by the rep that during a gastric bypass, the anvil would not stay attached to the device. The surgeon used graspers to hold the latches together and dialed down the device until the anvil and the device connected. The device was fired correctly with the donuts and staple line complete. The case was completed with no pt consequence. One device to be returned.